Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 3.0 plblce gld, the device experienced stopper creep out of loose closure. The following information was provided by the initial reporter. The customer stated: today, about five tubes from this set of yellow tubes fell apart. When picking up to put the stickers on. During installation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-18 investigation summary: bd received one photo and one sample for investigation. The photo and sample was reviewed and the customer¿s indicated failure mode for decapping was observed. Additionally, 100 retain samples were evaluated by visual examination and the indicated failure mode for decapping with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode decapping. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube k2edta plh 13x75 3.0 plblce gld, the device experienced stopper creep out of loose closure. The following information was provided by the initial reporter. The customer stated: today, about five tubes from this set of yellow tubes fell apart. When picking up to put the stickers on. During installation.